Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level elevated to 504-505 mg/dl and 1.4 mmol/l ketone level. Suspected cause was due to an unspecified cartridge issue; however, no damage was observed. A supply change was performed, a manual injection was administered and a correction bolus was delivered to address bg.